Manufacturer narrative:
The clinical data collected from the healthcare provider was incomplete (did not contain the 'white-to-white').

Event description:
Healthcare provider reported patient had lasik on (B)(6) 2021, lost suction on an eye during the pass resulting in partial flap. Moria requested the one use plus disposable head and ring be returned, along with equipment, for evaluation; and asked for the lot number of the disposable involved. Healthcare provider later reported flap is healing and planning prk at a later date.